Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The treatment was reported to the distributor by a nurse, and the patient's wife witnessed the alleged treatment event. Zoll was unable to confirm the alleged treatment or determine if the patient was in vt/vf at the time fo the treatment, as the lifevest monitor was reprogrammed while in the field and any data surrounding the event was lost during the reprogramming. The lifevest was removed by hospital staff following the treatment and the patient was placed on hospital telemetry. It was reported that patient later went into sudden cardiac arrest, after the lifevest had been removed. No deficiency was alleged against the lifevest. No death or serious injury was reported during the event. This event is being reported out of an abundance of caution, since zoll is unable to confirm the alleged device treatment or determine whether the patient was in a treatable rhythm during the event.